Event description:
It was reported that the patient presented for a scheduled surgery. During the procedure, the physician implanted the left ventricular lead, but during the slitting of the outer catheter the lead came out from the coronary sinus. Lead repositioning was unsuccessful because the lead had lost its strength. A new lead was implanted. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.